Manufacturer narrative:
(B)(3). The rt345 adult dual heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the two complaint rt345 adult breathing circuits were returned to fisher & paykel healthcare in (B)(4) for evaluation. The breathing circuits were pressure tested, visually inspected and immersed in a water bath to test for leaks. Results: the pressure test revealed that both of the circuits were out of specification due to a leak coming from the patient end connector. This was confirmed when the breathing circuits were immersed in the water bath. Visual inspection revealed that there was not enough glue present in the evaqua limb connectors, causing the reported leak. A lot check revealed no other complaints of a similar nature for lot number 131010. Conclusion: all breathing circuits are visually inspected and pressure tested before releasing for distribution, and those that fail are rejected. The observed leaks were caused by insufficient glue being injected into the evaqua limb connector such that it did not form a permanent seal after release for distribution. The user instructions supplied with adult evaqua breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." Hospital staff correctly checked the breathing circuits before patient use which is in line with our user instructions.

Event description:
A medical centre in (B)(6) reported to a fisher & paykel healthcare field representative that two rt345 adult dual heated evaqua breathing circuits failed the ventilator leak test. This was observed prior to patient use.